Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during before device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, "system error 322," was reproduced. A review of the history log revealed ec 322 is present. Service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower aux. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.